Manufacturer narrative:
The investigation of the complaint and returned device is still pending. Test method, results and conclusions will be provided in a follow up MDR.

Event description:
Catheter was being inserted into the baby. While flushing, using a 5ml syringe, saline flush started leaking out of the catheter where it meets the wings. No harm occurred to the baby.